Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring beforehand, which led to customer blood glucose rising to 689 mg/dl. No information was provided indicating that blood glucose had been corrected at the time of the call. Customer had not yet treated high blood glucose but planned to use multiple daily injections as backup therapy, and technical support provided pump reset instructions, confirmed that the malfunction recurred after reset, and arranged replacement pump and an out-of-warranty loaner pump.